Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2023, explanted: (B)(6) 2025 , product type lead product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2023, explanted: (B)(6) 2025 . Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 13-apr-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) , ubd: 13-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances, over 40,000 ohms on all contacts. There were no stimulation issues or symptoms reported. The leads were replaced due to high impedances, and the issue resolved. The cause was not determined, but the rep noted they would submit any new information that becomes available.